Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was in the range of 480 mg/dl. Customer¿s current blood glucose 366 mg/dl. Customer reported that he changed out his infusion set today and when he sat down to eat dinner and his first reading is 480 mg/dl, checked it a second time and it was 356 mg/dl and checked it again with an accucheck compact plus at 535 mg/dl and it was 366 mg/dl. Customer treated for high blood glucose with bolused 13.9 u. Customer reports they have not contacted their healthcare provide regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer reported cannula was bent. The insulin pump will not be returned for analysis.